Event description:
It was reported that upon inserting the anchor into the appropriate pre-drilled hole, the metal driver of the anchor broke-off in the process of removing the driver and caused the anchor to come out as well. On the second attempt to place a different small joint suturetak, the drive broke once again. This time, the anchor stayed in the patient, as well as a portion of the metal driver. The surgeon elected to let it remain in the patient as the anchor was secure and fixation was achieved. Surgeon was using a 2.4 step drill for insertion. Implant was fully inserted. Procedure was completed successfully. No patient harm reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the returned driver's distal tip is broken-off at the suture hole area. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.